Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported heavy bleeding while a customer was wearing the adc freestyle libre sensor. On (B)(6) 2020, as a result, the customer lost consciousness, however, was able to self-treat once they regained consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported heavy bleeding while a customer was wearing the adc freestyle libre sensor. On (B)(6) 2020, as a result, the customer lost consciousness, however, was able to self-treat once they regained consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned applicator and no damage was observed. The applicator had been fired correctly. The applicator was opened and upon visual inspection, the sharp was observed to be bent. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was returned and properly seated. Upon visual inspection of the sensor plug, no failure modes were observed. Further investigation was unable to be performed due to the sensor pack not returned. If the remaining product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.